Event description:
The cordis had a crack just above where the medication was connected. This lead to medication leakage, due to the low volume of the medication (1.8ml/hr) this led to the patient most likely not receiving the medication. During evaluation of where the leak was coming from it was noted that the line was full of air. High risk medication, treprostinil was running through this line. Stopping this medication abruptly could have severe adverse effects. The patient was also at high risk of an air embolism due to the line filling with air quickly.